Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing that was binned as high ventricular rates as well as leading to noise reversion episodes. No intervention was performed. The patient was stable.